Event description:
A malfunction was reported on the pump, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and confirmed that the malfunction code recurred after the reset. As a corrective action, technical support arranged to send a replacement pump with updated software and provided necessary instructions for using it, including training available in their tandem source account. The customer was informed to use a backup therapy of multiple daily injections (mdi) and instructed on returning the faulty pump.